Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen and a broken hook. The epg has been sent in for service. There was no patient involvement recorded with this event.

Manufacturer narrative:
Analysis was able to confirm the customer comment that the liquid crystal display (lcd) was damaged (bleeding) but functional as well as the hanger assembly was broken. It was also noted that the lower case was cracked at the battery drawer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.